Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect clinical code), h11 corrected field - d1, d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath the returned sheath was not a maquet product the extender tubing was also returned a kink was found on the catheter tubing and inner lumen near the y fitting approximately 762cm from iab tip the optical fiber was found to be broken at this location. The optical fiber was found to be broken confirming the reported problem we are unable to determine when this may have occurred a lot history record review was completed for the reported product no non conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a

Event description:
It was reported by the customer through emergency support program the sensation plus 50cc had fiber optic sensor failure alarm on a cs300 during use. Nurse denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Esp personnel asked her to repeat the step, verifying that it was arrow to arrow and seated appropriately. Esp personnel then reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as fiber optic sensor failure. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer,but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).